Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned persona tibial articular surface provisional (ps tasp) bottom confirmed the tasp had fractured on the lateral side of the post. All pieces were returned for investigation. This is a known issue which has been investigated through corrective actions; therefore, a device history record review is not required. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Corrective action investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device.